Event description:
It was reported by service report that the angeles on the screen will not zero. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler angle out of calibration.